Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a ablation procedure. When the cti line was being created it was noted that the patients blood pressure went down. It was noted that the patient had an effusion, pericardiocentesis was done to stabilize the patient. It was further reported that physician mentioned he could not get good contact between the mid cti and the ivc. He used an approach to knuckle down with the catheter to get to that portion of the cti. He believes that this was the cause of the event.